Manufacturer narrative:
Upon checking plate and roi images from the instrument, no visual determination could be made for the abo discrepancies. The customer did not return sample for investigation testing. We could not rule out the possibility of clerical labeling errors for the original donor segments, possible donor segment contamination, or reagent contamination occurring which gave the unexpected reactions. The galileo operator manual states that forward only abo-rh testing has a higher risk of mistype do to the abscence of the reverse type results. For this reason abo-rh results should always be compared to the patient or donor's history.

Event description:
Customer indicated two abo discrepancies occurred on donor samples tested on galileo. The discrepancies resulted from donor unit segment typing being performing on units received from another facility. One sample typed as ab positive, the other typed ab negative. The samples should have been typed as a positive and a negative respectively. The customer stated no adverse event occurred as a result of the abo discrepancies.